Manufacturer narrative:
(B)(4). Batch #t5c458 investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with no cartridge loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached on what caused the firing mechanism to fail. It is possible that the device was fired on thicker tissue than indicated or fired through a locked reload in previous firings, causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa.

Event description:
It was reported that during an unknown procedure, the stapler didn't fire. There were no patient consequences reported. No additional information is available at this time.